Manufacturer narrative:
Pc (B)(4). Component code: g07002 - device not returned to date it has been reported that the device will not be returned. If the device or further details are received at a later date a supplemental medwatch will be sent. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent an unknown gynecological procedure on an unknown date and mesh was implanted. The patient experienced vaginal mesh exposure. No further information is available.